Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging his onetouch veriopro meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 6x daily and his results are usually ¿no higher than 10 mmol/l.¿ the patient manages his diabetes with lantus insulin (24 units 1x daily) and humalog insulin (10-12 units 4x daily). The alleged issue occurred in the evening; however, date was not specified. The patient obtained blood glucose results ¿about 15-20 mmol/l¿ with the subject meter. Based on the alleged results, the patient administered self 15-18 units humalog insulin. Around 130am, while he slept, the patient¿s wife noticed he was exhibiting ¿very strange behavior.¿ the patient¿s wife claimed he was shaking, sweating, was not responsive and was making strange noises. The paramedics was reportedly contacted. The patient was administered a ¿glucose drip¿ as treatment. The patient¿s blood glucose was tested with the paramedics meter; however, results were not provided. The patient was monitored for several hours until his condition was deemed ¿stable.¿ the patient denied going to the hospital for additional treatment. The patient did not have control solution to perform quality control testing. Replacement product was sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms suggestive of a serious injury which resulted in medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.